Event description:
On the first reload (not counting the load that came with the stapler), only half the staples fired and held. This resulted in immediate gross spillage of fecal matter into the abdominal cavity during the surgery. Wound class increased to 4. Patient at risk for surgical site infection (ssi).what was the original intended procedure?left colon resectiondevice #1is this a laboratory device or laboratory test?no